Event description:
New information received notes that the rv lead was capped and replaced on 14 aug 2024. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition and the lead had low pacing impedance measurements. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead was capped and replaced due to a suspected lead insulation issue.